Event description:
The patient reported experiencing uncomfortable unintended stimulation. Reprogramming was initially able to provide effective coverage, however, the patient again began to experience uncomfortable unintended stimulation. The patient is to consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.